Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the device involved in the incident to be returned for evaluation.

Event description:
Hub (luer) on blue lumen of catheter disconnected from line during hemofiltration treatment.